Event description:
Event description cpi received information that this patient had twiddler's syndrom, and as a result of the patient's constant manipulation of the endotak downsize plus lead (dsp) and the implantable cardioverter defibrillator (ICD) the lead had dislodged causing the distal tip to break off, and remain in the right ventricle.